Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power issue. The reporter claimed that the subject pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2: date of submission 12/08/2016 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2016 with the following findings: a review of the black box showed a power on reset event. The alarm history showed multiple call service 007 alarms. Evaluation revealed that the eeprom component had failed. The battery compartment was undamaged and a battery cap was not returned. A test battery cap was used and was able to fit securely to maintain the electrical connection. The rewind, load, and prime steps were performed successfully and no power interruption occurred during the investigation. The pump was tested for 24 hours and no issues occurred. The power complaint was unable to be duplicated. The pump cover was removed to find no intermittent conditions to the power printed circuit board. Unrelated to the original complaint, the display was dim and red. Additionally the keypad rubber was torn above the up arrow button. All keypad buttons responded appropriately. The keypad was removed to find no contamination or damage to the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).